Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The processor board was defective and will be replaced to remedy the issue. Upon customer approval defective components will be replaced and the device will be further tested to full specification. During visual inspection, both patient head restraint brackets were found cracked and damaged power distribution board battery connector was noted. The autopulse platform is a reusable device and was manufactured in 01/07/2010 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Archive data review indicated system error (invalid parameter block (system error)) confirming the reported event. The parameters in backup memory have been corrupted. Due to damage processor board. The platform failed the initial functional testing due to system error displayed upon powering on the platform. The processor board was found to be defective. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform was displayed error message "system error, out of service, revert to manual CPR". No patient involvement was reported.